Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving dilaudid (6.0 mg/ml, 3.0159 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the catheter was intentionally cut in order to perform a fusion in the spine. This was diagnosed through revision. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the revision was for a l2-l4 fusion, and had nothing to do with the manufacturer device, which was working fine. The catheter was in the way and had to be pulled out of the intrathecal space to do the fusion. The revised portion would not be returned as there was nothing wrong with it. The patient's weight was unknown. No further complications were reported.